Manufacturer narrative:
The device was returned for evaluation. A visual inspection was performed, and it was noted that there was a crack at the side of the welded cassette. Underwater pressure testing was also performed, and a leak was noted at the cracked location. The reported condition was verified. The cause of the cracked cassette could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes leaked, location further described as at the "transparent cassette". This occurred during use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.